Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18081. It was reported the patient's leads had migrated. Diagnostic system testing indicated multiple low impedance values, which prevented the patient from being able to enter into MRI mode. Surgical intervention was undertaken during which the existing system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.